Manufacturer narrative:
(B)(4). Additional info will be provided following the conclusion of the MFR's investigation.

Event description:
Adam (facility rep) received a phone call from the area where the charger and the batteries are located that they had an odd staining on the floor. He then went to review the situation and saw the staining immediately under the battery charging station. The aggressive nature in which the liquid had attached the flooring made adam believe the "leaking" liquid to be "acid" from one or both of the batteries. Adam did not see any immediate damage to the outside casing of the battery that would indicate the battery was dropped in any way. Adam removed the batteries and charger from use and took picture and forwarded them to arjohuntleigh (B)(4).